Event description:
The customer stated that there was a positive result for culture found in one of three test sites listed below: the water filter output site (positive result), bay 1-processing chamber site (negative result), bay 2-processing chamber site (negative result). These results were based on a 12 day incubation period. Additional testing was performed on (B)(6) 2014 and (B)(6) 2014 at the same three test sites. The preliminary results based on a 19 day incubation period showed negative results for all three sites. Final test results are still pending.

Manufacturer narrative:
There are no reported injuries associated with this incident. The reported symptom cannot be clearly ascertained; however, investigation reveals that the 0.1 micron water filter assembly output sample that was taken on (B)(6) 2014 was likely contaminated during the sampling collection process and not a result of filtration media breakdown which would have contaminated the entire system 83 plus and would have indicated positive results from the samples collected from bay and bay 2 water inlets. The technician collected additional samples at the same sites before and after changing filters on (B)(6) 2014 and (B)(6) 2014. The final sampling test reports from the samples taken on (B)(6) 2014 and (B)(6) 2014 are pending and should be available after (B)(6) 2014, custom ultrasonics inc. Will file a follow up report when the info becomes available.